Manufacturer narrative:
(B)(4) is submitted on apr 14 2017: date of event incorrectly entered as (B)(6) 2017 .correction: date of event is (B)(6) 2015.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. ® granufoam ¿ dressing was left in the wound. It is unknown if and when a foreign body alleged to be v.a.c. ® granufoam ¿ dressing was retained and if medical or surgical intervention was required. It was reported that the foreign material was "subsequently removed." It cannot be determined if the infections were related to v.a.c. ® granufoam ¿ dressing. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. It was alleged that there was never any record keeping for how many pieces of foam were placed or removed while patient was receiving the therapy at the hospital. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area -untreated or inadequately treated infection -inadequate hemostasis of the incision -cellulitis of the incision area. Device identifier not provided.

Event description:
On mar 21 2017, the following information was reported to kci via medwatch report mw5068276: "my husband had an incision from a back surgery that opened up at select hospital on the above date listed. [(B)(6) 2017] it was decided by the wound care team as well as the surgeon who performed the surgery on his back, to put (B)(6) on the wound v.a.c.® therapy system. The wound care nurse determined that my husband's wound was larger inside than the opening was on the outside and she put a piece of black foam in the upper part of the wound. The bottom part of the wound as well as one piece in the middle. I know how many pieces because I was there when she placed them. I gave it no more thought that they were doing their job then found out on (B)(6) when the same wound care nurse came in to evaluate his wound; as was done every two days prior to that but by a different wound specialist, and she determined that she saw some foam in the upper and lower part of his wound. She then proceeded to try to dig out the foam from the bottom. This took her an hour along with causing my husband additional long term pain. There were two other people in the room with her holding flash lights for her to be able to get a better look into the wound to pick the foam out. From the hospital charting that I was able to obtain there was no documentation of the number of foam pieces placed or was there any for the same foam being removed. The wound took an additional 7 months [including] multiple infections, as well as 6 weeks of IV antibiotic therapy, to finally closed in (B)(6) 2015. He developed staph in the wound 4 days after the foam was placed in (B)(6),then developed an abscess in the wound in (B)(6). (B)(6) of the same year he developed strep which had entered through the wound then got into his blood stream and attached to his heart valve. He has continued to have health issues happened to this day due to his weakened immune system. Because the foam is radio-translucent there is no laboratory data regarding the foam however there are many tests and laboratory data regarding the additional infections he had to endure. I also have copies of the wound care notes from select specialty hospital here in (B)(6) which show where there was not documentation made about foam placement. On (B)(6) 2015 someone placed in my husband's notes that one piece of foam was placed. This was done prior to his discharge." On mar 28 2017, the following information was provided to kci by the patient's spouse:on (B)(6) 2015, the (B)(6) diabetic patient underwent l2-3 bilateral laminectomy. On (B)(6) 2015, the patient was placed on v.a.c.® therapy system. The patient's wife allegedly recalls the wound specialist putting 3 pieces of black foam in the patient's wound. On (B)(6) 2015, the patient developed high fever and was diagnosed with a urinary tract infection and was sent back to the hospital. On (B)(6) 2015, the patient experienced respiratory distress on vent, and was sent back to intensive care unit. The patient was diagnosed with a staph infection which allegedly entered through the incision on the patient's back. The infectious diseases doctor administered intravenous antibiotic therapy. The patient was stabilized after 7 days. The hospital wound care specialist came in and changed out the wound v.a.c.® therapy that was put on at prior hospital and used their own wound vac pump. It was noted that when v.a.c.® therapy was changed out, there was not documentation of how many pieces of foam were removed, only showed 1 piece being put in at the hospital. On (B)(6) 2015, the patient was transferred back to hospital on intravenous antibiotic therapy. [The wife alleged] there was never any record keeping for how many pieces of foam were placed or removed while patient was receiving the therapy at the hospital. On (B)(6) 2015, third week back at hospital, wound care nurse said she saw two black foam pieces embedded in the tissue in the patient's incision, one at the top and one at the bottom. The nurse then proceeded to pick at the wound for over one hour digging around with tweezers in the bottom of his incision. She then started probing around at top but couldn't find anything. Prior to this incident, the patient had been able to walk without pain. After this incident, he was unable to walk more than a few feet. On (B)(6) 2015, the patient was sent home on antibiotics and wound v.a.c.® therapy with home healthcare. Late (B)(6) 2015, the patient developed an infection (pus and swollen) in remaining part of incision that would not heal. On (B)(6) 2015, the physician removed abscess and cleaned it out. Wound v.a.c.® therapy was discontinued and we were required to do the "wet to dry" dressing regimen. The incision started healing but never fully closed up at the top and continued draining. On (B)(6) 2015, the patient was taken back to hospital emergency room due to spiked fever, more cultures, and more blood work. The physician's did multiple tests... The infectious disease doctor diagnosed the patient with sepsis which allegedly entered through the incision on his back along with two spots of the strep had attached to his heart valve. The patient remained in cardiac intensive care unit for 4-5 days where he started to improve and was then sent home with instructions to have daily intravenous antibiotic infusions done at the hospital infusion center. Upon researching kci's manual regarding their vacuum therapy procedures the wife found that kci stated the need to document on the patient's tape, as well as in the patient's records, the number of foam pieces put into a patient as well as the number removed. They also stated that the black foam that was used was "radio translucent" which means that it cannot be detected by an imaging machine. They also state what happens when foam is left in an area for a longer period of time than allowed. The patient's wife believes that the problem relates back to the wound care nurses not documenting the number of pieces of foam that are put in and subsequently removed. No additional information is available. The v.a.c.® granufoam¿ dressing's lot number was not provided; therefore kci cannot conduct a device history review of the v.a.c.® granufoam¿ dressing.